Manufacturer narrative:
(B)(4). Physio-control provide the customer with technical assistance. The customer determined that cause of the reported issue was due to the internal paddles used. The customer replaced the ordered 3 sets of internal paddles. The device was not returned to physio-control for an evaluation. The removed internal paddles were disposed of by the customer and not available for further examination. Device not evaluated by manufacturer.

Event description:
The customer contacted physio-control to report that during an open heart surgery, the device would not deliver a shock, using the internal paddles, to the patient. The staff tried a new set of internal paddles and was able to deliver a shock successfully. There was no adverse effect to the patient due to the reported issue.